Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por). It was noted the por may have occurred due to a software update. The device remain in use. No patient complications have been reported as a result of this event.